Manufacturer narrative:
(B)(4). The patient was recovered from the previously reported hernia event (previously, the outcome was reported as recovering). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia event coincident with automated peritoneal dialysis (pd) therapy. It was reported that the patient is very active and does not limit self from lifting heavy objects, however, the cause of the hernias is unknown. On the same unreported date, the patient was diagnosed with an inguinal and an umbilical hernia. The patient was hospitalized for the event. One day after being admitted to the hospital, the patient was discharged. It was reported that both hernias were repaired at the same time (date unreported). At the time of this report, the hernia event was resolving and the patient was recovering. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was on hemodialysis and was planning to return to pd therapy on an unspecified near future date. No additional information is available.